Event description:
The patient was experiencing increased spasticity of extremities, confusion, slurred speech, double vision, inability to void, headache, and inability to walk without assistance. An isotope study was done that showed "isotope never left pump in 24 hours." A dye study and rotor check were done - "after injecting dye forcefully, patient's symptoms corrected on own over next 24 hours." The hcp reports this was happened on a couple occasions. The pump was replaced the first time. This last time, it corrected itself after forceful pushing of the dye at a dye study.